Manufacturer narrative:
(B)(4). A review of all batch record documents was conducted with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. The sample was returned to baxter and the evaluation is complete. A visual inspection was performed with particulate matter noted on the foam in the minicap. The cause could not be determined. Notification will be sent to the vendor of the foam. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that foreign matter was found in the minicap. The event occurred after therapy. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4).a batch review will be performed. The device was reported to be available but has not yet been received. Should additional relevant information become available, a supplemental report will be submitted.